Event description:
During clinical inservicing, the foot pump tubing was kinked from improper handling. The tubing was replaced and the staff at the hosp was inserviced on the proper use of the foot pump.